Event description:
It was reported there were vertical blank lines on the bottom display. There was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the liquid crystal display (lcd) was out of specification. It was also noted that the upper and lower cases were broken and contaminated, the ring cover was contaminated, two side bail covers were broken and contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was out of specification, the keyboard pad was cosmetically scratched and the battery flex was contaminated.